Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate intermittent 'down' button response. Testing confirmed the 'up', 'down', 'ok' and 'contrast' buttons are responsive to button presses and are functional. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that down arrow button required hard presses to elicit a response. The reporter denied any trauma to the pump and no moisture exposure. The reporter confirmed the keypad was intact but the symbols were slightly worn. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.